Event description:
It was reported that the patient had 4 different occurrences of catheter migration and then the health care provider removed the catheter and programmed the pump to stopped mode. Telemetry confirms a critical alarm was occurring. Stopped pump may exceed tube set. This occurred due to normal functionality. Upon interrogation of the pump, the pump had been stopped for 1092 hours. It was unclear if any remaining drug remained in the system. Per the reporter the patient had spinal headache at some point but was not aware of when that occurred. The patient indicated that after 4 catheter dislodgments they no longer wanted to receive therapy. The patient was no longer using infusion system was doing fine with regards to the pump that remained implanted. The pump delivered hydromorphone and bupivacaine. Additional information has been requested; a follow-up report will be sent if information becomes available

Event description:
Additional information: it was reported that an indium dye study was performed on (B)(6) 2012 which resulted in the explant of the catheter and stopping the pump. Additional patient symptom included muscle weakness. The pump was still implanted but turned off. The patient was advised to have it removed or a new system implanted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported, the cause of the event was the catheter. It was reported there was a catheter break, tear, or hole in addition to the dislodgement. The issue occurred at the pump/catheter connection. The patient recovered without sequelae after surgery. It was also noted the same catheter was involved in all four migration events.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8731sc, serial # (B)(4), implanted on: (B)(6) 2009, explanted on: unknown, 8835 personal therapy manager, serial # (B)(4). (B)(4).